Event description:
Hemocue has received a complaint concerning the deviating blood glucose results for the neonatal patients in the obstetrics ward. The customer tried to evaluate hemocue glucose analyzer with neonatal blood vs reference method (blood gas analyzer gem4000), but did not succeed. The highest observed deviation is 1 mmol/l (18mg/dl) higher result than the reference method. No patient impact has been reported.